Manufacturer narrative:
Based on the information available at this time, no conclusions can be made. Multiple requests have been made for additional information. However, to date no additional information has been provided. Should additional information be provided, a supplemental MDR will be submitted. Without a lot number a review of the manufacturing records is not possible. The adverse reaction section of the IFU identifies allergic reaction as a possible complication. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported by the physician that he has a patient with who he suspects may be experiencing an allergic reaction to the ventralex mesh.